Event description:
Boston scientific received information that a revision procedure was scheduled to remove the device and leads due to bacteremia. After waiting over the weekend, the pt requested to be transferred to another hospital to have the procedure performed. It was later reported that the pt expired the week after being transferred, the cause of death was not specified. It was reported that the device was not thought to be the primary cause of the pt's bacteremia. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.